Manufacturer narrative:
Investigation summary : major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Acute kidney failure/ thrombocytopenia : the cause of the injury was not determined due to insufficient clinical details. Device history lot :device lot : 1955743. Device history review : the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support to manage multiple episodes of ventricular tachycardia that developed after quadruple bypass surgery. The impella 5.5 support was initiated, and support was slowly advanced up to p5 with flows to 2.7 liters per minute and the medical team decided to not increase further due to the patient¿s poor right ventricular function. On the fourth day of impella 5.5 support it was noted that the patient¿s platelet count was dropping with a platelet count of 38,000 platelets per microliter of blood. Heparin was withheld and it was additionally noted that the patient was transfused with two units of blood during the previous night. It was also noted that the patient¿s urine production was decreased. On the fifth day of support, it was noted that heparin was continued to be held due to a possible gastrointestinal bleed. The following day, the patient was placed on continuous renal replacement therapy, and it was noted that the patient¿s platelet count had slightly increased to 48,000 platelets per microliter of blood. On the seventh day of support, it was reported that the patient was not a candidate for advanced options or recovery. The patient¿s family decided to withdraw care of the patient. The patient¿s care was withdrawn, and the patient expired.